Event description:
It was reported that the insulin leaked inside the reservoir chamber. Customer stated that insulin was in the reservoir holder and not the tubing. Customer also noticed that their blood glucose readings increased to 470 mg/dl. No further info reported.

Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.